Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying an "error 4 (sub-code 2)" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear at an unspecified time on (B)(6) 2016. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and she denied making any changes to her usual diabetes management routine when she was unable to test with the subject meter due to the error message appearing. The patient denied developing any symptoms as a result of the alleged issue however reported treating herself with an extra 5 units of insulin on (B)(6) 2016 at 8:00am and also that evening as a result of the alleged issue. The patient denied that her blood glucose was tested on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr noted the patient was testing with test strips that appeared in good condition, were not expired or past their discard date. The alleged issue remained unresolved. The products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.